Event description:
The complaint was reported as: the et tube had a leak in the cuff. The alleged defect occurred during pt use. Complaint states that the pt had to be extubated and reintubated. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed and a root cause could not be established. MFR will continue to monitor and trend related complaints.